Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient for the treatment of stress urinary incontinence (sui) during a procedure performed on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a revision procedure of the advantage fit device on (B)(6) 2015 due to an erosion of pelvic mesh into the bladder. On (B)(6) 2016, she underwent another revision procedure of the advantage fit device due to a bladder stone and an eroded urethral sling. Boston scientific has been unable to obtain additional information regarding the event to date.